Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damage guidewire is confirmed but the exact cause could not be determined from the photo sample provided. Two photo samples of a guidewire were returned for investigation. The first photo sample shows the distal end of a guidewire. The distal weld tip is observed to be present. The coil wire near the weld tip is observed to be out of alignment and away from the weld tip slightly compressing the coil. The second photo appears to show the same section of the sample from a different angle. The proximal length of the guidewire cannot be confirmed to be broken from the section of the guidewire shown in the photos. The event description indicates a difficult guidewire advancement was experienced. Based on the damage observed on the guidewire, the complaint is confirmed but the exact cause remains unknown. Possible contributing factors include advancement against resistance and retraction of the guidewire against the needle bevel. The product instructions for use (IFU) states, ¿caution: do not use excessive force when introducing guidewire or microintroducer as this can lead to vessel perforation and bleeding¿ and ¿caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) of redr0500 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was difficulty advancing the wire and when the wire was removed, the tip broke off.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. Two sealed 5 fr dual lumen powerpic solo ft kits as well as two photographs of the distal end of a guidewire were returned for evaluation. An initial visual observation showed the kits were returned sealed. The guidewires within the returned kits were observed to be undamaged and were able to pass through the introducer needles from the returned kits without any resistance. The returned photographs show the coiled wire at the distal tip of the guidewire was bent and disjointed. The weld tip of the guidewire was observed to be present and intact in the returned photographs. Some inconsistency in color was observed on the surface of the guidewire in the returned photograph, which may be use residue; however, the quality of the photograph prevented the confirmation of evidence of use. While the exact cause of the damage observed on the guidewire in the returned photographs is unknown, possible causes include damage during manufacturing, packaging, handling, or use. A lot history review (lhr) of redr0500 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was difficulty advancing the wire and when the wire was removed, the tip broke off.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr0500 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was difficulty advancing the wire and when the wire was removed, the tip broke off.